Manufacturer narrative:
The device was rec'd by lifewatch on (B)(4) 2011, and device testing is still ongoing. Upon completion of preliminary testing, the device will be shipped to the manufacturer for further evaluation. Associated accessory for device: act cell phone monitor. Model# com001; (B)(4).

Event description:
The pt reported that she felt a zing/zap shock from the green electrodes and a couple of hours later she felt a zing/zap shock from the white electrodes. Although there were no long term injury, physician intervention or medicine prescribed, as MDR is being filled out as a conservative measure. The following information was obtained via a telephone conversation held with the pt on (B)(6) 2011. Pt was not 100% sure but she feels that the zing/zap (her own words for the shock feeling) came from the electrodes. The zing/zaps were sudden, remained steady and intermittent. The pt was at work sitting down when the incidents occurred. The pt had on organic cotton shirt and pants and leather shoes during the time of the incident. The pt stated during a later interview on (B)(6) 2011 that her skin was irritated while the zing/zaps occurred.